Manufacturer narrative:
The user reported discrepancies between bg and sg readings. Escalation analysis indicated that there were no concerns with the health of the sensor. Instances of a more pronounced lag between sg and bg were observed during periods of rapid glucose fluctuation, which is an expected characteristic of cgm performance. Customer care recommended that the user re-link their sensor to clear the calibration history and any possible calibration misalignment as a proactive troubleshooting measure. Further follow-up or investigation was not possible as the user was unresponsive to multiple communication attempts.

Event description:
On may 11th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.